Event description:
Hill-rom received a report from the account stating the brakes and steer were not working. The bed was located in (B)(6). There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake mechanism assembly was not working. Per the hill-rom user manual, annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2012. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake mechanism assembly to resolve the issue. Based on this info, no further action is required.